Event description:
Rptr has breast implants. Dr did the surgery in 6/84. For the past 3 yrs, she has been sick with flu-like symptoms, fibrosis and left breast pain. She has seen many drs. Presently, she must get an MRI to determine if there is leakage and may need surgery. She paid an expensive consultaion fee before she decided on implants. She was told that long after she died they would still be in the same condition as when put in and that they were completely safe. She now knows that is not true. Rptr's left breast has always been encapsulated. She was told by dr to do nothing about it except to go braless once in awhile; that encapsulation happens sometimes and there is nothing you can do about it. She is tired and always in a lot of pain.